Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 65 mm thoracic aortic aneurysm. The aorta was mildly tortuous. The aortic neck was 27 mm in diameter proximally and 26 mm distally and contained mural thrombus in the proximal and distal attachment site. It was reported that there was a type ia endoleak found. The event is continuing and not treated. The investigator assessed as not device and not procedure related. No additional clinical sequelae were reported.